Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed varying resistance/impedance. The patient alert for out of tolerance subthreshold lead impedance was triggered on (B)(6) 2011. The daily pace impedance trend data show abrupt spike increases for ventricular pace bi impedance= 703 to 1045 ohms range between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to patient alert tones triggering. The patient informed the physician that the device started alerting after using his body near the location of the implanted device to push his heavy motorcycle. Additionally, there was an unsuccessful wireless transmission. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to patient alert tones triggering. The patient informed the physician that the device started alerting after using his body near the location of the implanted device to push his heavy motorcycle. Additionally, there was an unsuccessful wireless transmission. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.